Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor exhibited premature battery depletion. No intervention had been reported. No adverse consequences to the patient.